Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in a stored untreated episode and a delivered inappropriate shock. Device data was sent to rhythmcare for review. Rhythmcare discussed possible causes of the episodes and provided further troubleshooting steps. This device remains in service. No adverse patient effects were reported.